Event description:
A home patient (hp) contacted baxter's technical service center requesting assistance with the homechoice (hc) during dwell 4 of 5. The hp stated that there were 5 cycles on the hc but there were usually only 4. The hp stated she bypassed one of the drains and may have accidently bypassed a fill too. The technical service representative (tsr) explained that if the hp bypassed a fill in therapy, the hc would add another cycle so that the hp still got the programmed number of cycles. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). The customer contacted the nurse regarding the incident. The nurse was informed that the patient bypassed incorrectly during therapy and it was requested that the patient be retrained. The nurse stated that the patient had no patient injury or medical intervention from this incident and has been performing therapy successfully. This complaint for use error was confirmed. The cause was determined to be use error. The label review found the patient at home guide to be adequate for the use error in this incident.